Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, approximately 1 year and 2 months post implantation of a 26mm sapien 3 ultra valve, it was found on follow up to have a gradient of 31 via tte and 21 via invasive cath. There were also signs of pvl due to under expansion. A decision was made, after proctor review, to first attempt to post dilate with a 26 true balloon to see if issues resolved. A 26mm delivery system (ds) system was used and add 2 cc's of volume as a bav. The bav was performed and post gradient and pvl resolved. No further action required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 1 year and 2 months post implantation of a 26mm sapien 3 ultra valve, it was found on follow up to have a gradient of 31 via tte and 21 via invasive cath. There was also signs of pvl due to under expansion. A decision was made, after proctor review, to first attempt to post dilate with a 26 true balloon to see if issues resolved. A 26mm delivery system (ds) system was used and add 2 cc's of volume as a balloon aortic valvuloplasty (bav). The bav was performed and post gradient and pvl resolved. No further action required.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Section h6: type of investigation, investigation conclusions and h10 has been updated. The device was not returned for evaluation and no image was provided to perform an image review. As the device was not returned, engineering was unable to perform any visual inspection, dimensional analysis, or functional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint paravalvular leak. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The IFU and procedural training manual provides guidance for adverse events. IFU - potential adverse events: additional potential risks associated with the use of the valve, delivery system, and/or accessories include: paravalvular or transvalvular leak. Procedural training manual - assessing aortic regurgitation: management differential diagnosis: wide pulse pressure (with lower diastolic pressure than baseline) may indicate sever aortic regurgitation (ar) echo should be used for assessing prosthetic valve function and aortic regurgitation (central or paravalvular) paravalvular leak, improper sizing, valve too low and leaks around skirt, valve too high and skirt unable to seal at annulus, incomplete expansion, bulky calcification creates irregular contact between thv and annulus management, depends on etiology, stabilization of hemodynamics priority, management can include post-dilatation or surgery. Assessing aortic regurgitation: paravalvular: small paravalvular regurgitant jets are common, they are hemodynamically insignificant, and they may resolve within minutes to hours. No IFU/training deficiencies were identified. A complaint history review is not required as the complaint for "paravalvular leak" was unable to be confirmed. A risk management documentation review was performed on the reported event and revealed the following: potential hazard: position of thv with respect to native annulus / bio prosthesis, hazardous situation: mispositioned thv (too ventricular or aortic or atrial) not properly sealed against anatomy leading to moderate paravalvular leak, potential harm: additional intervention (percutaneous), severity of harm: 3, probability of harm: 3 and risk level: medium. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy thv. The benefits of the device outweigh the risks associated with position of thv with respect to native annulus / bio prosthesis resulting in additional percutaneous intervention. The complaint for "paravalvular leak" was unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the device lot history, DHR revealed that no non-conformances contributed to the complaint. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Several procedural and anatomical factors can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. As reported "post implantation of a 26mm sapien 3 ultra valve, it was found on follow up to have a gradient of 31 via tte and 21 via invasive cath. There were also signs of pvl due to under expansion. A decision was made, after proctor review, to first attempt to post dilate with a 26 true balloon to see if issues resolved. A 26mm delivery system (ds) was used and add 2 cc's of volume as a bav. The bav was performed and post gradient and pvl resolved". In this case the valve was not expanded fully with correct volume which likely resulted in pvl skirt not properly sealing against the annulus. Without proper sealing, paravalvular leakage would have occurred. As such, available information suggests that procedure factors (valve under-expanded) may have contributed to the complaint event.

Event description:
As reported, approximately 1 year and 2 months post implantation of a 26mm sapien 3 ultra valve, it was found on follow up to have a gradient of 31 via tte and 21 via invasive cath. There was also signs of pvl due to under expansion. A decision was made, after proctor review, to first attempt to post dilate with a 26 true balloon to see if issues resolved. A 26mm delivery system (ds) system was used and add 2 cc's of volume as a balloon aortic valvuloplasty (bav). The bav was performed and post gradient and pvl resolved. No further action required.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, approximately 1 year and 2 months post implantation of a 26mm sapien 3 ultra valve, it was found on follow up to have a gradient of 31 via tte and 21 via invasive cath. There were also signs of pvl due to under expansion. A decision was made, after proctor review, to first attempt to post dilate with a 26 true balloon to see if issues resolved. A 26mm delivery system (ds) system was used and add 2 cc's of volume as a bav. The bav was performed and post gradient and pvl resolved. No further action required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.